Manufacturer narrative:
Additional product codes: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq additional premarket submission: k231248. It is unknown if the devices are available for return. Without return of the units, it is not possible to determine if some damage or defect existed on the units that could have contributed to the event. It is not known if some procedural factors may have contributed to the events. In addition, a device history record cannot be completed without a lot number. If the devices are returned, a supplemental report will be submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the blue, proximal port of multiple swan ganz catheters were cracked and leaking. In all cases, the issue occurred post procedure and it is unknown what leaked. Lumens were flushed, tubing was changed, and catheter was repositioned. Catheters were in the patient for either 3 days to 2 weeks. There were no patient injuries but all patients needed a new insertion site for a new line placement. Issue occurred multiple times in the past since (B)(6) 2025. Quantity is unknown.